Event description:
It was reported the device alarms error 4400, needs to upgrade the board. No patient injury was reported.

Manufacturer narrative:
Corrected data: please disregard the initial and the follow-up reports submitted with the MFR number: 3012307300-2022-09003. The reports were submitted in error.

Manufacturer narrative:
Other text: b5: additional information received by smiths medical/ICU on 20-may-2022 via email and attached to complaint object: here is the troubleshooting I did on the pump before calling it in. I do not believe it was on a patient but staff setting it up. Unit gave a 4400 error, I tried to run the pump for 24 hours, then took the batteries out and let it sit over the weekend. It did not keep time and date and again gave me the 4400 error. Will call vendor.